Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in air/water tube, air/water cylinder and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the foreign material could not be identified. However, it was confirmed that there was adhesion, clogging of material in the air/water cylinder, air water/channel and auxiliary water channel. Additionally, it was confirmed that there were no deviations from the instruction manual in the reprocessing steps at the material residue point and no physical damage was confirmed at the place where the foreign material remained. Hence, it was determined that the device did not satisfy its performance and specifications and the root cause could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.